Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received during bolus delivery. The customer's blood glucose (bg) level was 420mg/dl and a correction bolus was delivered to address the bg level. The customer changed their cartridge and successfully delivered the correction bolus that was interrupted by the occlusion alarm. No additional occlusion alarms were received.